Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the patient stated around (B)(6) or (B)(6) 2024 when they go to sit or lay down they get zapped and zinged. Patient stated that they had to call a couple of times to have the device readjusted by the representative and issue still persisted. The patient inquiring of recall products, agent reviewed information. Patient mentioned that they are having blackout spells right now and they are not able to drive. The issue was not resolved through troubleshooting. The caller was redirected to their healthcare provider to further address the issue. Agent called back the patient to obtain notified date but unsuccessful and left voicemail. Patient provided unrelated medical record they got brain tumor.